Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and indicated that the wbc (white blood cell) aperture #3 was voting out constantly and was intermittently higher or lower than the remaining two apertures. The fse removed and cleaned the apertures which had evidence of buildup and noted that aperture #3 had the most buildup. The fse replaced the o-rings on all apertures as a preventative measure and reseated the coaxial cable for aperture #3 to eliminate any potential noise interference. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the wbc apertures which needed to be cleaned, o-rings which needed to be replaced, and coaxial cable which needed to be reseated. Results: wbc apertures and o-rings. (B)(4).

Event description:
The customer reported a clear fluid leak from the shear valve 87 of the coulter lh 750 hematology analyzer following a troubleshooting attempt to resolve the wbc (white blood cell) vote-outs obtained on abnormal I control. The customer indicated that vote-outs still occurred after the troubleshooting attempt. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.